Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer reported a bent sensor cannula. The customer reported sensors issues and mentioned that when inserted bled gushed and they removed. The customer stated that the tubing was broken. The customer stated that the tubing was bent not smooth and drips. The insulin pump will not be returned for analysis.